Event description:
The manufacturer received information in relation to a remstar auto a-flex unit. The patient alleged that he has headaches and suspected that this incident is associated with the usage of the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient. In addition, the device is quite noisy during operation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.